Manufacturer narrative:
(B)(4).

Event description:
It was reported that while changing the ventilator circuit, the ventilator entered into backup mode and said to replace the ventilator a short self test (sst) was not allowed. The customer stated that this resulted in a patient treatment delay without any reported patient harm.

Manufacturer narrative:
An exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.